Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that dermatome was not taking the skin in one piece, shredding the skin for grafting. This occurred during surgery. There was a minimal delay of 1-15 minutes. An alternate device was available for use. Some of the graft was able to be used but an additional graft was harvested. No additional patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information and device evaluation. On may 15, 2018, it was reported that the device was not taking the skin in one piece, shredding the skin for grafting. The reported event occurred during surgery on may 3, 2018. There was a 1-15 minute delay. An additional surgery was required. Another device was used to complete the surgery. The original graft was unable to be used so an additional graft was required. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ zimmer biomet australia has previously repaired/evaluated air dermatome serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was january 8, 2016 where the device was returned after being used as a loaner unit and the device was evaluated with no components replaced. This is not a related issue. Per lisa vea, the previous repair record is not available. Product review of the air dermatome by zimmer biomet australia on may 15, 2018 revealed that the depth bar had some side play. The machine head and width plates were worn. Repair of the air dermatome was not performed by zimmer biomet taiwan at the time of this investigation since the customer has not made a decision about the repair quote. The reported event was non-verifiable since it is unknown what component was causing the reported issue. The root cause of the device not taking the graft in one piece cannot be specifically determined with the provided information since it is unknown how the damaged occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. H6- conclusion codes: results of the evaluation were inconclusive; therefore those code was chosen based on limited availability of applicable codes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends, as necessary.